Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer¿s low blood glucose level was 54 mg/dl, 52 mg/dl and it was treated with food and glucose tablets. The high blood glucose levels of the customer was 352 mg/dl. The customer¿s current blood glucose level was 600 mg/dl. The customer treated high blood glucose levels using insulin pump as well as manual injections. The customer experienced symptoms such as thirsty, tiredness and frequent urination due to high blood glucose levels. The customer did not allege that the insulin pump was over delivering or under delivering. The customer was not using the auto mode feature of the insulin pump. The customer was wearing the insulin pump within 48 hours of the event. The customer stated that the insulin pump did not alarm insulin flow blocked. Troubleshooting was performed for low as well as high blood glucose values and the device is not expected to be returned for analysis.